Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Unit received with corroded battery tube, corroded motor home switch and cracked case (battery tube). The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack along battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.